Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the pump alarmed no delivery alarm. The customer reported that they had reoccurring no delivery alarms. The customer¿s blood glucose was 337mg/dl and treated with syringe. The customer declined troubleshooting for high blood glucose. The customer¿s wife informed that the patient was on the pump for two months and they get no delivery alarms. Wife said husband was running at blood glucose of 400mg/dl. The customer was explained that recurring no delivery alarms may be due to site, set or reservoir issues. Patient was on home dialysis and medically necessary for him to be on the pump and the blood glucose were difficult to control and dialysis was not affective unless blood glucose was under control. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.